Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with an infected pocket. On (B)(6) 2022, the physician explanted the pacemaker. The patient condition was stable.